Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The patient had inaccurate continuous glucose monitor (cgm) values on (B)(6) 2021. Her glucose levels were often running low with 17% below 4 mmol/l, and 8% below 3 mmol/l two weeks prior to the event. In the evening of (B)(6) 2021 at 2300 her cgm was 8 mmol/l. A few hours after that (unclear how many) she was found unconscious by her father. The cgm had not alarmed. She was taken to the hospital with severe hypoglycemia (no bg value provided). No treatment information was provided. The patient later stated that during the night on (B)(6) 2021 there had been no readings. She could not say for sure what message was showing but that it was either ¿sensor error ¿ wait¿ or ¿signal loss.¿ she also uses an omnipod insulin pump. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.